Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device also passed the tone check and vibrate check during self test. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using carelink. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2019. It was reported that the customer had high blood glucose levels ranged from 9 mmol/l to 30 mmol/l at the time of incident. It was reported that the customer had symptoms related to the high blood included that were nausea, vomiting and difficulty breathing. It was reported that the customer treated high blood glucose levels with manual injections. It was reported that the customer was disconnected from the insulin pump. It was reported that the insulin pump failed to alarm no delivery. Troubleshooting was performed. It was reported that the drive support was normal. It was reported that the insulin pump failed high pressure test. Insulin pump is expected to return for analysis.